Event description:
The noninvasive blood pressure (nibp) on this monitor failed once the patient was in the room. The square lighted area was not lit up to select. Unable to even select nibp. Monitor sent out for repair. Manufacturer response for anesthesia monitor, spectrum or (per site reporter): unknown at this time.